Event description:
Staff member in cat-scan states that they have noticed that our powerport infusion set needle has been pressure limiting. This has been a problem noted for approximately one year. No harm to patient, but staff noted that they are not able to push contrast as fast as they should be able to, thus patient does not receive contrast as quickly as should be administered. Staff stated that powerport injection rate pressure limited at 3.5cc/sec.====================== manufacturer response for bard power-injectable infusion set, 20gx1.0in., bard (per site reporter)======================staff member stated they have notified the rep and they state they have never heard of this issue before.